Event description:
According to the reporter, prior to use on a patient the cuff was found attached upside down. There was no patient involvement.

Manufacturer narrative:
Additional information: evaluation summary the sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed and the cuff was inflated inserting 25cc of air to the cuff and it was observed the cuff was assembled upside down. No corrective action is required at this time, event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.